Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2014 with the following results: a review of the black box showed no evidence of short battery life. On 09/24/2013, a warning was unacknowledged for 4 hours and a replace battery alarm was observed as a result of a discharged battery being used as a replacement. The current draws were found to be within specifications. No short battery life was duplicated during testing. The pump cover was opened and no intermittent connection was found to the power circuit. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the audio bolus button cover was detached and the contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).